Manufacturer narrative:
Additional event information and product identifying information was received. The reported device was not returned. The reported packaging lot (5564667) for item number h965458830 had component 46700121 (lot 5548415) packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Additional event information received: a provincial director of ahs reported an issue with a bioflo PICC. The registered nurse on shift discovered that her patient had an occluded PICC line. The line in question is a bioflow PICC line from angiodynamics. The nurse reported that she administered a dose of alteplase 2mg IV to both PICC line ports as they were both plugged. While doing aspiration, the rn noted a small amount of "sludge" that she described as "white flaky substance" in her syringe after aspiration of the alteplase.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed as there was no reported failure mode and no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot # and ship history lot review was not performed since item # is unknown. Labeling review: the directions for use (dfu) that is provided in the bioflo kits contains the following directions and precautions: if catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not fully insert catheter up to suture wing. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Following institutional policy, secure catheter externally to prevent catheter movement, migration, damage, kinking or occlusion. Do not place the catheter into the right atrium or the right ventricle of the heart. Avoid sharp or acute angles during insertion which may compromise catheter functionality. If placing catheter at patient bedside turn patient's head toward insertion side with chin to shoulder. 15. Slowly and incrementally, insert catheter assembly through the peelable sheath to desired tip location. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A provincial director of ahs reported an issue with a bioflo PICC. At this time, the only information received was that an unexpected treatment (change in PICC line) occurred but there was no harm to the patient. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.